Manufacturer narrative:
(B)(4). Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 133.9 cm from the top of the connector to the break. The second piece measured approximately 184.3 cm from the break which includes the entire distal tip. Functional analysis revealed that the "attach laser fiber" message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal break was bright, clear and due to the break, scattered. The condition of the returned fiber may cause a weak aiming beam thereby confirming the event. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a cysto, ureteroscopy, laser lithotripsy, basket stone extraction, and double j stent placement procedure in the ureter and kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a versapulse powersuite holmium 100 watt console with laser settings of 0.5 joules and 10 watts. According to the complainant, during the procedure, it was noted that the aiming beam of the laser fiber was faint. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken.